Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the control body fluid damage, the insertion flexible tube (ift) broken, the light guide cable broken, and the angle wire noise; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).